Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/08/2014 with the following findings: eaw-128 fxxx alarms (where x is any letter or number), which can be indicative of the event type reported, were observed in the black box data. Also, evidence of voltage fluctuation was observed in the black box data. Unrelated to the reported event, the battery compartment was cracked; however, no evidence of moisture damage was observed inside of the battery compartment. The pump powered on with the returned battery cap, which was able to secure to the pump per the instructions for use (IFU). Evaluation revealed that the pump drew electric current at levels within the specifications. The pump case was removed, and no internal damage or defect was found. The reported event was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.